Event description:
It was reported the camera head had water droplets forming inside the sterilization pack. The issue occurred after reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable was deteriorated due to moisture absorption during sterilization, due to the effects of the humidity inside the sterilization chamber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had water droplets forming inside the sterilization pack. The issue occurred after reprocessing. There was no patient involvement.